Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Lock broken case type: tka. Patient was under anesthesia. Update: which lock on the mics broke? Handle lock. Were any debris/components left inside of the patient? (Yes/no) no. Were any components of the device missing or disassembled when the issue occurred? (Yes/no) no. Can you provide any pictures you have of the reported device(s) or of anything pertaining to the reported event. No.

Manufacturer narrative:
Lock broken. Product evaluation and results: lot #42050817. Sn# (B)(6) . Senior depot service technician: (B)(6) . 1. Unable to repair mics handpiece. Per d06917, failed collar test. Product history review: device history records indicate 25 devices were manufactured under lot k0a3a and all 25 devices were accepted into final stock on 9/13/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0a3a shows 01 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required.

Event description:
Lock broken case type: tka. Patient was under anesthesia. Update: which lock on the mics broke? -handle lock. Were any debris/components left inside of the patient? (Yes/no) -no. Were any components of the device missing or disassembled when the issue occurred? (Yes/no) -no. Can you provide any pictures you have of the reported device(s) or of anything pertaining to the reported event. -no.